Event description:
Three days after the implantation, it was observed via homemonitoring that the device went in to the backup mode. Patient brought in and device was reset. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer indicating invalid memory content. This observation was confirmed by an analysis of the memory content. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in the safety backup mode. The therapy capability was not compromised. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Next, a detailed investigation of the memory content of the device was performed. Thereby, recurrent invalid memory content in the same memory area was found, leading to the automatic activation of the safety backup mode for several times. Further analysis revealed a damaged integrated circuit to be causal for the clinical observation. In summary, the clinical observation was confirmed, the device was found being in the safety backup mode. Further detailed analysis identified a damaged integrated circuit which was causal for the clinical observation.